Manufacturer narrative:
Investigation summary: false positives observed in adjacent wells from true positive samples most likely caused by carry over during loading of samples. However, customer states that adhesive film may be root cause. Customer did perform decontamination routine and stated issue had resolved. Additional information required for further investigation, however no response from customer has been obtained. Root cause: unable to determine due to insufficient information. Source: phone.

Event description:
Customer reporting false positive sars result due to possible carry-over issue. Several patients in nearby wells surrounding a strong positive sample (CT value of 13) and positive control sample reported positive results. The patients were not repeated, and no confirmation testing was performed. Each patient event will be filed separately. Customer noted this issue started when a new optical adhesive plate film had been put into use in their facility.